Event description:
Loaner staff of stryker (B)(4) noticed that seizing of the punch and block after it was returned from the hospital. Additional information: it was found that the event occured in the medical procedure due to misuse by the hospital staff. The improper size punch was used for the block.

Manufacturer narrative:
An event regarding seizing involving a scorpio notch punch was reported. The event was confirmed. Conclusion: the damaged device was discovered during inspection at a stryker distributor; there was no surgical procedure associated with the reported event. Removal of the damaged instrument from inventory prevents further damage from affecting the device's ability to perform its intended use. This event meets the definition of preventive maintenance; no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Loaner staff of stryker (B)(6) noticed that seizing of the punch and block after it was returned from the hospital. Additional information: it was found that the event occured in the medical procedure due to misuse by the hospital staff. The improper size punch was used for the block.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.